Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which the physician cut along one of the silicon anchors that was on the tail of the paddle lead and removed it as it was sticking out slightly and causing the patient some discomfort. Therapy was restored post-op.